Event description:
Customer's daughter in law reported via phone call that the insulin pump has not been calculating the bolus dose correctly for the past three days. Customer is unable to enter the blood glucose reading into the insulin pump. Customer was advised to go to the doctor and check the bolus wizard settings as there is a discrepancy with the new replacement insulin pump and the old device. It was also stated that when trying to check the settings on the old insulin pump, it alarmed battery out limit, weak battery and low reservoir; alarms were cleared. Blood glucose value was 119 mg/dl. It was mentioned that the customer went to the hospital but it was not related diabetes it was because of an ankle issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.